Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had bad sciatic nerve problems and have a stimulator for sciatic nerve. It was reported that the healthcare provider ¿does it seven times and it was not working at all". It was later reported that the patient¿s healthcare provider noted that the device was working fine but the patient was still experiencing symptoms. It was noted that the patient had a brain injury and now has a hard time putting thoughts into words. It was unclear what the healthcare provider did seven times and the patient was unable to clarify. It was noted that the device was not reprogrammed.